Event description:
It was reported that during a bladder stone dusting procedure, the fiber tip broke off. The physician drained the broken tip from the patients body. The fiber was replaced, and the procedure was completed without patient complications.

Event description:
It was reported that during a bladder stone dusting procedure, the fiber tip broke off. The physician drained the broken tip from the patients body. The fiber was replaced, and the procedure was completed without patient complications.